Manufacturer narrative:
If additional information is received from the reporter a supplemental report may be submitted. Complaints will continue to be monitored for trends.

Event description:
"Occurrence of the incident: during an instrumental delivery using a vacuum extractor for bradycardia, the device did not perform its function: "after 2 releases, the vacuum extractor was changed, then the mid-section of the shift manager resumed the extraction. The vacuum extractor was repositioned after the next release". Immediate action: - replace the vacuum extractors with a new device after each release. Apparent immediate consequences: for patients: for the mother, prolonged extraction time with significant pain and other potential risks. For the baby: fetal distress in a baby already experiencing bradycardia with a risk of abnormal heart rhythm + increased pain due to the need to reapply the suction cups several times."